Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level above 500mg/dl; cause was not known. Customer gave a bolus via the pump to address bg level and was treated with intravenous fluids of saline and insulin. Reportedly, customer was discharged from the ICU the next day with no permanent damage; however, the issue was not resolved. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.